Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4)has been completed. Upon investigation rear response button was loose in the connector and unable to activate the monitor. The cause for the defective rear response button connection was loose cable stiffener. The root cause for the loose cable stiffener was unable to be positively identified. No adverse event resulted from the defective rear response button switch. The pt received a replacement monitor.

Event description:
During servicing of monitor sn (B)(4), which was returned for an unrelated reason, the response buttons would not activate the device. The pt was issued a replacment monitor.